Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were recommended. There were no adverse consequences and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.